Event description:
Device 1 of 3. Reference MFR report numbers 1627487-2013-06503 and 1627487-2013-06504. It was reported the pt would like to have his scs sys removed. The pt reported he is getting a 'bubbling' by his ipg site. Pt could not specify any further regarding that feeling. An sjm rep met with the pt, however, the pt was not interested in having the sys interrogated. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.